Event description:
Customer reported blood glucose results of 90 mg/dl and 14 mg/dl on the inform system 1, 14 mg/dl on inform system 2, lab result of 182, all within 10 minutes. Customer reported no patient symptoms or treatment. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch for report on inform system 1.